Event description:
Pt alleges her implants leaked, silicone leaked throughout her body, she has tested positive for lupus, she has immune system problems, her hair is falling out and she has 16 scars in her chest. Pt also alleges a large lump was found which they couldn't needle biopsy so a local procedure was performed to removed a lump the size of a lemon with gray solid silicone. On 4/15/1993 pt had a full body rash, joint swelling, redness and she states she is "catching everything under the sun".